Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on a patient sample when using the simplexa covid-19 direct assay. Run analysis showed one sample ((B)(6)) was the suspected false negative sample. The repeat run that showed the s gene detected at CT = 31.4 and orf1ab detected at CT = 31.7 is nearing the limit of detection of the simplexa assay. The customer's device and suspected false negative sample was not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# 10324n, met all qc release criteria prior to kit release. The reaction mix was tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf 1ab targets. All positive controls were detected at an average CT = 26.7 (s gene) and CT = 27.6 (orf1ab) and the internal control avg CT = 32.0. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2021 with eight (8) replicates of mol4160 positive control. Both s gene (avg CT = 26.8) and orf1ab (avg CT = 27.7) were detected on all replicates. No false negatives occurred. No malfunctions occurred. This is the 1st complaint for suspected false negative results on mol4150 lot# 10262n. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
Diasorin molecular llc received a complaint alleging false negative results on a patient sample when using the simplexa covid-19 direct assay. The customer confirmed the alleged false negative results were not reported to a diagnosing physician. No alleged harm occurred. Patient health information and sample collection method was not provided.